Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 427 mg/dl. Customer stated they had treated for their blood glucose. The customer also reported their infusion set tubing was coming apart. Customer also inquired if their infusion sets would be replaced. No additional information provided.